Event description:
It was reported that during deployment of a stent in the left femoral artery, in an antegrade approach, the physician noted that the fast track deployment lever was missing and the physician attempted to release the stent via the thumb wheel. Reportedly, during deployment, high resistance arose and caused part of the stent to tear off, approximately 4-5 cm. The major part of the stent remained in the pt. There was no report of injury to the pt.

Manufacturer narrative:
This report is being submitted, as this product is the same as similar to a device PMA #p070014 currently distributed in the u.s. The device has been returned to the mfg site and the evaluation is currently underway.